Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urgency frequency, non-obstructive urinary retention. Patient stated that she wasn't feeling well after the procedure and had nausea. Patient also believed there may have been an infection at the incision site. Patient was advised to contact her doctor. No further complications were reported/anticipated.